Manufacturer narrative:
(B)(4). Date sent: 4/29/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: what was the total estimated blood loss (ml)? No information was given from the hospital. Was a transfusion required? No. What was the pre and postoperative anti-coagulant and pain management protocol? ? No information was given from the hospital. Any clips, clamps, or graspers near the area where the device was being fired? No information was given from the hospital." There were continuously bleeding after the operation. There were no problems with intraoperative stapler operation. The leak test after the operation was also no problems. And the operation was completed. When the doctor had the cauterization, the bleeding had calmed down and the patient was stable. The bleeding was discovered when the patient showed symptoms of anemia the day after the surgery, the doctor checked to see if there was bleeding from somewhere else. There was bleeding from the middle (not the edge) of the staple line when creating the lumen of the overlap. The common point of three cases is that the reconstruction was performed with hand-sewn closure of the overlap. The same reconstruction method has been used in the past, and it has not caused any problems.

Event description:
It was reported that during a robot assisted surgery, the bleeding continued on 3/26 in a case of ileocecal resection and right hemicolectomy. Reconstruction was performed with manual suture closure of the overlap. The patient was stable during the operation, but the next day the patient had anemia. The doctor checked with colonoscopy, there was bleeding from the third staple line of the lumen creation. The doctor cauterized and stopped bleeding. No further information is available.